Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. A percutaneous transluminal coronary angioplasty was being performed on a 90% stenosed, 28mm x 2.50mm, left anterior descending artery (lad). A 28 x 2.50 promus premier stent was implanted in the lad. During the procedure, a proximal edge dissection was noted in the proximal part of the stent. To cover the edge dissection, another stent was deployed. The procedure was completed and the patient was reported to be stable.